Event description:
On 09/24/04 arthroscopic rt. Shoulder; post op diagnosis: right superior labral tear, posterior biceps tear, inferior instability. On 09/29/04: additional 50 cc of lidocaine w/epinephrine to pain pump; also flushed the line w/ about 5 cc of lidocaine. On 9/13/05: MRI findings: there is virtually no hyaline cartilage left in the glenoid fossa in an area that constitutes roughly 2/3 of its surface and cartilage is worn off a large area of the humeral head leaving essentially bone-on-bone contact. Current doctor noted: pt may very well need a joint arthroplasty in future, although is certainly too young and active to consider this at this time. Dose or amount: 270 ml. Frequency: 5 ml/hr. Route: 014. Diagnosis or reason for use: right shoulder slap repair.